Event description:
Information was received from a patient regarding an implantable neurostimulator. Pt said that in the past, they had lead failure/migration and had to have a rep connected to their ins for a diagnosis. Pt said that they had other devices in the past like with abbott and whatnot, and they thought that they had a possible lead fracture. Pt said that last time they had the lead migration, everything fell down their spine and coiled at the base, so they had met with a rep to diagnose the issue, then they had to get an x-ray to show what happened, and then they had surgery. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".